Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. There was no motor error alarms noted. The pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched display window. The pump was received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm on their insulin pump. It was reported that the alarm occurred four times. It was reported that the pump would be replaced and returned for analysis. No further information provided.